Event description:
On (B)(6) 2004, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprosthesis. On (B)(6) 2009, an intervention occurred whereby the gore excluder bifurcated endoprosthesis was relined with a gore excluder aaa endoprosthesis aortic extender component and two contralateral leg components. Reason for the procedure is not known at this time. On (B)(6) 2013, computed tomography indicated aneurysm enlargement and a distal type I endoleak. Treatment options are being explored.